Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad would get stuck in the utilities tab in the main menu and there was a five minute delay with certain buttons. Customer's blood glucose was 164 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.